Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "inadequate tissue ingrowth" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician indicated the device is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Physician reported implantation of seri during left side mastectomy reconstruction. Approximately a year post implantation, physician reported non device related left side infection, which led to left side removal with no replacement. 100% of the left side scaffold was removed and the scaffold was found to have no adherence to the breast implant or to surrounding tissue.